Event description:
New information received notes that the patient had experienced pain in the muscles, back and collarbone areas prior to device replacement.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and hv therapy due to lead noise. An alert for possible high voltage lead issue was noted and low, out of range hv lead impedance was observed. Decrease sensing, and loss of capture were also noted. It was also observed that there was stimulation in the pocket during paced rv events. Upon surgical intervention, clavicular crush was noted on the rv lead. Lead was explanted and replaced. Patient was doing well after the event.

Manufacturer narrative:
(B)(4). Clavicle crush damage was noted at 30.0-32.0cm from the connector pin. The etfe coating was damaged and inner coil and conductors melted and separated at this location, consistent with the field observations of noise, inappropriate therapy, capture, impedance, and sensing anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).